Event description:
It was reported that during routine follow up appointments high impedances were noted on the lead. After continued follow ups it was discovered that all the contacts exhibited high impedances and the lead was no longer functioning correctly. The patient underwent a revision procedure in which the lead was replaced. The patient has regained full coverage and is doing well post operatively.

Manufacturer narrative:
The device was returned, analyzed, passed all tests performed, and exhibited normal device characteristics. A labeling review was performed on the implantable pulse generator, ipg, and leads instructions for use, IFU. There was no evidence that the device was used in a manner inconsistent with the labeled indications. Based on all available information, engineers are not able to confirm the root cause of the event. The devices were returned and analyzed, as such physical analysis was conducted, record review revealed no additional information related to the complaint. Therefore, this investigation is able to determine the probable root cause as no problem detected.

Event description:
It was reported that during routine follow up appointments high impedances were noted on the lead. After continued follow ups it was discovered that all the contacts exhibited high impedances and they were unable to reprogram to provide adequate stimulation and the lead was no longer functioning correctly. The patient underwent a revision procedure in which the lead was replaced. The patient has regained full coverage and is doing well post operatively.

Event description:
It was reported that during routine follow up appointments high impedances were noted on the lead. After continued follow ups it was discovered that all the contacts exhibited high impedances and they were unable to reprogram to provide adequate stimulation and the lead was no longer functioning correctly. The patient underwent a revision procedure in which the lead was replaced. The patient has regained full coverage and is doing well post operatively.